Manufacturer narrative:
23mar23 b5: additional information added h6: added patient code and impact code.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) was inserted. The wds was deployed and recaptured several times. After release, transesophageal echocardiogram (tee) was performed which revealed a pe surrounding the right atrium and right ventricle measuring 1mm. A pericardial tap was performed and 100cc of blood was removed and 80 cc of blood was returned to the patient. A drain was placed and the patient was kept overnight in the hospital for observation. The patient remained stable throughout the procedure. It was further reported that at the 45-day follow up appointment, a thrombus was observed on the face of the watchman device via tee. The thrombus was not biased towards the limbus and mildly mobile. The patient had been taking eliquis 5mg twice daily but was not compliant with the regimen. In response to the event, the patient was kept on oral anticoagulation medication.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) was inserted. The closure device was deployed and recaptured several times. After release, transesophageal echocardiogram (tee) was performed which revealed a pe surrounding the right atrium and right ventricle measuring 1mm. A pericardial tap was performed and 100cc of blood was removed and 80 cc of blood was returned to the patient. A drain was placed and the patient was kept overnight in the hospital for observation. The patient remained stable throughout the procedure.